Event description:
It was reported the leads and device were removed due to infection. It was also reported the physician had a concern about possible blood within the 6947 lead. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Full lead returned and analyzed. There was blood on all conductors. (B)(4) no anomalies found, but outer tubing overlay breached cut and lead damaged at implant. Full lead returned and analyzed. Blood entered the outer tubing through cuts and the blood in the distal coil must have entered through the pin or the sleeve head. Most of the outer tubing was removed and the dried blood cleaned. No cut was located in the insulation. The tubing was most likely cut at implant due to the large amount of dried blood.